Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context / user error / a potential product quality issue. It is likely tissue or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The foot capturing tissue likely contributed to the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly, the footplate failed to retract despite the lever being fully depressed. The foot became stuck on the vessel wall; however, the device was removed with resistance, causing a dissection. Surgical intervention was used to repair the tissue damage and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.